Manufacturer narrative:
The device was returned for analysis. The lot number was unknown. The leak was confirmed. The weld seam inside the chamber was found to exhibit delamination.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps delivery set during use. He stated that the delivery set leaked 500-700ml blood during dosing to the patient. The report stated the blood loss to be between 500-700ml on a patient who was a jehovah witness. The delivery set was changed out while the patient was on bypass in order to complete the procedure. There were no patient complications reported as a result of the alleged event. The lot number of the device was not recorded; however, the device was returned to the manufacturer for analysis.